Event description:
The patient was undergoing a coil embolization procedure treat an arteriovenous malformation (avm) using a penumbra coil 400 (pc400) and a microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing the pc400 into the aneurysm using the microcatheter, the pc400 unintentionally detached inside the microcatheter with the majority if the pc400 inside the aneurysm. Therefore, the pusher assembly of the pc400 was used to successfully push the remaining pc400 into the aneurysm. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 02/13/2020: 1. Section b. Box 5. Describe event or problem.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400) and a microcatheter. During the procedure, while advancing the pc400 into the aneurysm using the microcatheter, the pc400 unintentionally detached inside the microcatheter with the majority if the pc400 inside the aneurysm. Therefore, the remaining pc400 was successfully pushed into the aneurysm. There was no report of an adverse effect to the patient.